Event description:
It was reported that the device was used during a laparoscopic ectopic procedure. Upon insertion, the surgeon pointed the device towards the uterus. After insertion, the surgeon discovered a laceration in the uterus. The laceration was repaired with cautery. The case was completed with same device. There were no other pt consequences.